Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Patient (B)(4) - not labeled. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure and a promus stent was placed in the right coronary artery without difficulty. On (B)(6) 2011, the patient presented with chest and arm pain, nausea, and numbness. An electrocardiogram was suggestive of ischemia, a possible non-st elevation myocardial infarction and showed nonsustained ventricular tachycardia. Cardiac enzymes were elevated. Cardiac catheterization on (B)(6) 2011 revealed the right coronary artery had a 50% in-stent restenosis of the previously placed promus stent. Medical therapy was felt to be the appropriate plan. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, ischemia, myocardial infarction, ventricular tachycardia (arrhythmia), re-stenosis and nausea are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.